Event description:
It was reported that the 9600+ system is making a loud popping noise and is stopping in the middle of fluoro runs. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the x-ray tube. Replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.